Manufacturer narrative:
Qn#(B)(4). The report "PICC was approx. 4 cm short and positioned in the brachiocephalic vein" was not confirmed since the sample was not returned for review. A photograph provided by the complainant shows a PICC after removing from patient. The photograph does not provide any useful information relative to the nature of this event. Some patient case data was provided but was not analyzed for this investigation because the dates on the data do not correspond to the reported event dates. A device history record review was performed and did not reveal any manufacturing related issues. A probable cause of this issue could not be determined based on the information provided and without a sample. No further action will be taken. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports that the PICC the tip appeared to terminate in the brachiocephalic but because of history the user power flushed and re-x-rayed and the tip confirmation was unchanged and does look short under vps guidance placement.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports that the PICC the tip appeared to terminate in the brachiocephalic but because of history the user power flushed and re-x-rayed and the tip confirmation was unchanged and does look short under vps guidance placement.